Manufacturer narrative:
(B)(4). Intuitive surgical, inc. (Isi) received the permanent cautery hook involved with this complaint and completed its evaluation. Failure analysis (fa) investigation confirmed the alleged complaint of an ¿electric arc during a procedure at the hook base¿ of the instrument. The permanent cautery hook instrument was found to have thermal damage on one of the distal idler pulleys. The conductor cap on the permanent cautery hook instrument was removed and fa found no damage along with the conductor wire weld. Fa did find that the permanent cautery hook instrument had damage to the conductor wire¿s insulation. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Image/video review: no investigation required as no image or video clip for the reported event was submitted for review. Device expiration date for model was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. Per log review, the permanent cautery hook instrument had 6 lives remaining when it was returned to isi and, therefore, had not expired. This complaint is being reported due to the following conclusion: arcing was alleged and the instrument had a damaged conductor wire with no indication or claim of user mishandling or misuse. Thermal damage at the distal pulley is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date for model is not applicable. Implant date is blank because the product is not implantable. The information for fields name and address is not available. This report has been generated in response to FDA inspectional observations dated march 6, 2020.

Event description:
It was reported that during a da vinci-assisted gastrectomy procedure, arcing was observed on the permanent cautery hook (pch) instrument. The procedure was completed with a back-up pch instrument. Intuitive surgical, inc. (Isi) obtained the following additional information about the complaint: there was no adverse effect or injury to the patient. The issue caused a delay of less than 15 minutes. Isi conducted further follow-up to obtain additional information from the customer concerning the reported event but no additional information has been provided as of the date of this report.